Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited foreign objects on nozzle. There was no patient involvement.

Manufacturer narrative:
The device was return to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the type of object and or the cause of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.